Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was over 300 mg/dl. The customer stated that he had changed the infusion set the night before, but he woke up with high blood glucose levels. He stated that he had an appointment with the endocrinologist and vomited while there. Upon admittance, he was treated with a saline drip and an x-ray was taken before he was released. The insulin pump passed the self test. He stated that the other night, during bed time, his blood glucose reading ran low at 51 mg/dl, which he treated with 19 grams of carbohydrates. He woke up with a blood glucose reading of 200 mg/dl. He noted that when he disconnected the infusion set, he did see insulin dripping out. He stated that he had a blood glucose reading as low as 24 mg/dl but did not feel them until he reached below 60 mg/dl. He declined troubleshoot for low blood glucose. He was advised to monitor the device. Nothing further reported.